Manufacturer narrative:
The device was not returned to olympus for inspection. The investigation was conducted using the information provided by the customer and the inspection findings from the third-party distributor. Based on the results of the investigation, it is likely the following led to the peeled plating malfunction: a stress problem identified, which are problems caused by either excessive or inadequate physical force exerted on it by another object resulting in problems e.g. Wear, bending, deformation, fracture, fatigue; an expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer did not report a malfunction. During the third-party distributor's device evaluation of the choledocho videoscope, distal end plating peeling was found. There was no patient involvement.